Event description:
The patient underwent successful stent assisted embolization of the right parasellar aneurysm. An asymptomatic cerebral infarction occurred in the left middle cerebral artery area during the procedure. There were no symptoms and no treatment of the reported cerebral infarction. The patient was reportedly discharged with "no symptoms". According to the physician, the stroke occurred when the guide catheter (non stryker device) was advanced through the arteriosclerosis area of the aortic arch. The reported stroke occurred not in the treated territory and was not related to implanted devices.

Event description:
The patient underwent successful stent assisted embolization of the right parasellar aneurysm. An asymptomatic cerebral infarction occurred during the procedure. There were no symptoms and no treatment of the reported cerebral infarction. The patient was reportedly discharged with "no symptoms". The physician stated that the reported event ¿was not related to the product, but related to technique because the patient had arteriosclerosis.¿

Manufacturer narrative:
Based on the additional information received the reported stroke occurred not in the treated territory and was not related to implanted devices. There is no allegation of any device malfunction or nonconformance. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device remains implanted.